Event description:
A malfunction was reported on the pump, displaying a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurs, which they acknowledged and understood.